Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), dilated left atrium, horizontal stiff anterior leaflet, and a restricted posterior leaflet for a mitraclip procedure. Both leaflets were simultaneously grasped with the xt device. Once the clip was closed, and the mr was reduced to trace, the arm positioner was returned to loose-neutral. Pre-deployment establish final arm angle (efaa) was not performed. The cap off the lock lever was removed and as the lock line was pulled out, the clip started to open. It opened from fully closed, to an additional 20 degrees. While applying some tension to the lock line, the arm positioner knob was turned to the close direction and was not returned to the loose-neutral position. The mr returned to trace. The rest of the lock line was pulled out. After removing the lock line, efaa was not performed. The release pin was removed and the clip opened to 20 degrees. The patient was reassessed and it was observed that mr was still mild and the v-wave dropped from 70 pre-procedural to 27. It was determined that no further action was required. The procedure was considered to be successful. The user believed the clip opened due to the tension from the stiff leaflets. There were no adverse effects to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip opened while locked (unintended movement) appears to be related to patient morphology/pathology due to the tension from the stiff leaflets. The reported user error (improper or incorrect procedure or method) was due to the user did not perform the second efaa. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Pre-deployment establish final arm angle (efaa) was not performed. After removing the lock line, second efaa (deployment) was not performed.